Event description:
A MFR's rep reported that when the pt's implantable neurostimulator battery was depleted to 50% or less, the pt's symptoms returned. The symptoms were not present when the ins was fully charged. The pt was experiencing headaches. Electrode and therapy impedances were in normal range. The device was reprogrammed but this did not result in good coverage. The pt had the ins set to "between 7-8v." The lead and stimulator were changed on (B)(6) 2010. The pt was "doing great." A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).